Manufacturer narrative:
(B)(4). Evaluation summary: evaluation of the returned balloon catheter found blood on the balloon and contrast in the inflation lumen and balloon. The balloon was loosely folded, consistent with being inflated. The inner member and balloon were kinked 6.5 cm proximal to the distal end of the tip. The shaft was separated from the distal end of the strain relief tubing consistent with the reported complaint. The material was smooth at the separation. There was no other damage noted to the balloon catheter. Potential factors for shaft separation at the hub include, but are not limited to, manufacturing, inadvertent mishandling or excessive pulling force applied to the hub. To ensure the separation is not related to potential product deficiency, all balloon catheters are subject to a 100% visual inspection. Additionally, the profile dimensions are confirmed by visual and dimensional checks on the manufacturing line before release. In this case, there was no separation or damage noted prior to use and the armada 14 was reported to have been advanced and functioned properly during inflation. This suggests that the separation may have occurred during use. It may be possible that the distal end of the catheter became entrapped or hung up during removal causing the shaft to pull out from the hub during removal. The kink noted in the inner member under the balloon, also suggests the distal end may have been entrapped at some point during removal. A conclusive cause for the separation could not be determined; however, there is no indication to suggest a product quality deficiency. A review of the lot history record for the reported lot revealed no associated non-conforming material records. Additionally, a query of the complaint handling database was performed and revealed no other incidents reported for this lot.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was received, but the investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that the armada catheter was used in the patient and was able to dilate the tibial artery prior to the hub separating from the device. No retrieval methods were required to remove the device and another balloon catheter was used to continue with the procedure. No adverse patient effects were reported. No additional information was provided.